Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure; three devices had to be opened because the first two were not firing formed staples. The procedure was completed using the third device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned partially cycled with a clip jammed between the top shroud and the jaws; the clip was removed and the cycle was completed. The next fed clip was removed in order to measure the jaws and they were found to be yielded. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, one conforming clip was fed and formed and finally the instrument locked out as intended. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.